Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, there were no pump reboots observed in the black box. The battery compartment was found to be cracked. There were no moisture observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection. There was no evidence of internal moisture or damage to the power circuit found. The keypad was intact and the ok key was under responsive to user presses. The keypad cover was removed and the ok key contact was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.